Event description:
It was reported that minimum fill notifications occurred frequently when customer attempted to load cartridges, and that customer had been filling cartridges with more than 300 units of cold insulin and reusing an empty syringe to remove air bubbles. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area, reloaded same cartridge, and successfully resumed insulin delivery, and technical support provided education on proper cartridge filling, use of room temperature insulin, and limits on insulin volume to prevent future issues.